Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2010 due to high rv thresholds. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).